Event description:
Device 2 of 3. Reference MFR report#: 1627487-2011-05131, reference MFR. Report#: 1627487-2011-05133.

Manufacturer narrative:
Manufacturer's eval: the returned product was not analyzed as the complaint of infection could not be confirmed via laboratory testing. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.